Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluated handpiece. During testing handpiece locked up and no spin while trying to complete eval. Also found cap was sticking inwards position causing the bur to slip out. Handpiece locked up due to cap bearing complete failure. Debris built up in head . Handpiece needs head drivereplaced and new cap.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.